Event description:
In early 2009, the sales representative emailed the information and reported that two days prior, the surgeon was performing a second revision surgery. The patient had incompass pedicle screws at t11 through l4. The patient also had a previous 3 level failed fusion. The surgeon was performing a revision surgery from levels t11 to s1. The surgeon replaced all screws removed with the same size sequoia screw until l4. The 8.5 x 45 was removed (incompass) and replaced with 8.5 x 45. The surgeon could not get the screw threaded deep enough in the pedicle. Four threads were still protruding from the pedicle. Attempts were made to continue threading, but the hex on the pedicle screw stripped. The surgeon used vice grips to grab the thread of the pedicle screw to explant. The surgeon then implanted a 8.5 x 35 successfully. Additional information received on 26 jan 2009, via telephone, the sales representative reported that the surgery was performing a revision surgery to address adjacent levels. The surgeon was attempted to implant the screw and was not able to implant the screw all the way down, when the screwhead on the hex stripped. The surgeon used another screw to finish the case.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.